Event description:
The initial surgeon decided to perform an si joint arthrodesis on the patient even though the patient had limited relief from si joint diagnostic injections. In (B)(6) 2018, the initial surgeon performed a right side si joint arthrodesis on the patient installing two implants. The implants were not placed in the recommended positions and the patient experienced even more pain after the procedure. The patient later reported to a different surgeon with complaints of continuing si joint pain. The surgeon determined that the implants were positioned too posteriorly. In (B)(6) 2022, the surgeon performed a revision procedure where she removed the cranial positioned implant using chisels as it was solidly fixed in bone. The surgeon replaced it with a new implant of the same type that was rotated 60 degrees and installed in the explant void. The surgeon then installed an additional implant of the same type in a more anterior position. The initial caudal positioned implant was left in place. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is user error: malpositioning of the implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."